Event description:
The customer reported that sparks were observed from the forceps during power activation in a uvulopalatopharyngoplasty (uppp) and bilateral inferior turbinectomy procedure. Sparks were coming from the insulation part of the k- surgical forceps used (a non-covidien product). It is reported that the patient received a 5mm x 1mm injury at the corner of the right lower lip. Paraffin cream was applied to the injury for treatment.

Manufacturer narrative:
Covidien reference #: (B)(6). Date of initial report: (B)(6) 2010. The generator was returned and evaluated by (B)(6) and nothing was found that would have caused or contributed to the customer's report.